Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, it should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event that occurred on (B)(6) 2015. Patient was trending low and did not wake up to the alerting sounds/vibrations of the continuous glucose monitoring system (cgm). The patient's brother was following his egv's on the dexcom follower application and attempted to call him after seeing his blood glucose (bg) was low. Patient did not answer his brother's phone calls and patient's brother called the paramedics. Patient was awoken to the sound of paramedics' sirens at 5pm and self-medicated by getting something to drink. Patient tested his bg level and bg meter read 39mg/dl. The paramedics did not provide any treatment and the patient was not taken to the hospital. Patient confirmed that the cgm alarms functioned properly at the time of the event. No additional information was reported.